Manufacturer narrative:
Device was returned for evaluation. The returned device esg-400 pk technology, serial#(B)(4), ver. 11-a was evaluated due to reported issue of ¿inserted the instrument into the trocar and that it was already hot and caused a burn on the patient¿s abdominal wall." Evaluation noted that the generator came with a non-olympus handpiece and an active cord. Both of the device are karl storz instruments (sn: (B)(4), lot# li1472 for the handpiece and sn: (B)(4) for the active cord). These instruments were not tested as they are not an olympus devices. Visual inspection on the returned generator found no abnormalities. The neutral electrode, universal bipolar and monopolar connectors were inspected and no irregularities found. Error log history found that there are multiple errors recorded (e002: short circuit and e202: insufficient ne contact) error codes. Functional testing and measurable inspection were performed on each connector modes of the generator and verified all the cut and coagulation output power. The values were found to be within the standard requirements. In addition, the device passed the high frequency leakage current, cqm testing (contact quality monitor) function and current and power consumption. In summary, based on the evaluation findings, the device passed the functional and measurable inspection. There are no abnormalities found on the generator. The error codes observed on the devices indicated to ensure the instrument electrocodes of the hf instruments may not touch each other. The reported issue likely attributed to the non-olympus devices returned by the user. Without validation, it cannot assure that third party electrodes can be used effectively with olympus capital equipment. As a precautionary measure, the user¿s manual stated that refer to the ¿system chart¿ and ¿specifications¿ in the appendix to confirm that this electrosurgical generator is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient injury and / or equipment damage.

Event description:
It was reported that during an unspecified procedure, the user inserted the instrument into the trocar and the instrument was already hot and caused a burn into the patient¿s abdominal wall. There are no further information reported. Several follow ups were made to gather additional information, however, were unsuccessful. No response was received from the customer.